Event description:
I purchased on line a pure sleep snoring device. It was delivered and worked wonderfully for the 1st 30 days - the time allowed for return - then all of a sudden, it lost its resilience and I was snoring again. I tried the resetting of it as instructions advised and it never worked again. Too late to get refund, I threw it away. I wrote company letter and asked for credit back on my charge card. They said too late for that. I just do not want others to experience the same thing. Dates of use: 2009. Diagnosis or reason for use: snoring.